Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 80% stenosed, proximal to mid left anterior descending artery. After predilatation was performed, an attempt was made to advance the 2.5x38 mm xience prime stent delivery system; however, due to the heavily tortuous and calcified lesion, after two attempts were made to cross the lesion, the stent delivery system would not cross and the proximal shaft separated. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.